Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During unrelated procedure, insulation failure was observed near the pin of the atrial lead. The lead was previously repaired with medical adhesive. Further medical adhesive was applied to the lead and all electrical parameters were stable. The lead will continue to be monitored. The patient was stable.